Event description:
It was reported that pt presented with syncope. Pacemaker showed a ventricular lead warning for high lead impedance. On ECG, long pauses were documented (only atrial spikes, no ventricular spikes or qrs complexes). Same episodes were seen when programmed to vvt 60. Temporarily, a paced rate of 30 / min was seen. The lead was capped.